Event description:
Tip of crosser cath broke off in pt, this was confirmed by xray. Md reports that the cath tip is non occlusive to blood flow. Following procedure pulses where obtainable via doppler. Pt noted to be asymptomatic following the procedure.